Event description:
Procedure type: low anterior resection. According to the reporter: the cartridge broke after it was fired. The staples did not come out completely and were not formed correctly. The surgical time was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).